Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) was alarming fan failure and gas leak.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse was able to confirm the fan failure alarm in the logs. The fse troubleshooted to fan power wire not being fully seated into printer interface board where it connects to power. So, in order to fix the issue the fse re-connected the fan to the board. The fse then confirmed that the fan functioned properly. The fse performed functional and safety checks to factory specifications. The fse stated that the gas leak was not able to be verified in the logs or after completing the system checkout. The unit was then returned to the customer and cleared for clinical use.

Event description:
N/a.

Event description:
It was reported that during pre use check, the cardiosave intra-aortic balloon pump (iabp) was alarming fan failure and gas leak. There was no patient involvement.